Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining a "replace sensor" message from the freestyle libre 2 sensor on the third day of wear. As a result, customer was unable to monitor glucose and experienced symptoms described as "only seen white, wet with sweat" and subsequently lost consciousness. The customer was able to regain consciousness on their own and self-treat with dextrose. There was no report of third-party intervention. There was no report of death or permanent injury associated with this event.